Manufacturer narrative:
A ge service rep performed an on site investigation. The connections on the generator controller pcb were reseated. Also, the power cable, cpu battery, and the rotation turret handle were replaced. The system was then found to be working as intended.

Event description:
The customer reported the left monitor failed to display an image and take x-rays. No report of pt injury.